Event description:
Anesthesia machine gave notice of impending shutdown in 8 seconds, while case was underway. It shut down and indicated to cycle the power switch. The machine came back on but no information was coming from gas analyzer. Display indicated device zeroing and warming, but did not achieve zero. Clinical engineering replaced gas analyzer at that time and replaced entire anesthesia machine at end of case. At the time of this entry a ge technician has evaluated the machine and replaced the suspected defect, a power switch.